Event description:
The user alleged that while using the system there was an inaccuracy issue. The user reported that with a good registration result (2.7mm) the locatable guide tip would appear outside of the airway when near the main carina. The locatable guide tip would appear farther out of the airway the deeper into the lungs they navigated. The case was not completed using the superdimension system. There was no harm or injury to the pt.